Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / blood clots / heavy abnormal bleeding/ abnormal bleeding (general)") and uterine perforation ("malposition of essure device location of device: in uterus/ migration of essure device location of device: uterus/perforation (uterus)") in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "fragment of coiled wire is seen on the left side within the myometrium" (seriousness criteria medically significant and intervention required). The patient's medical history included multigravida, parity 3, aborted pregnancy, vaginal discharge and cervical intraepithelial neoplasia I. In (B)(6), the patient underwent ltcd surgery. On (B)(6)2006, during essure insertion it was found that, uterus was under 10 cm with no other abnormalities noted. She was noted to have cervical laceration 8 to 9 position. Essure confirmation test(s) was conducted 2-3 months after essure procedure. Previously administered products included for drug allergies: vistaril. Concurrent conditions included uterine bleeding, incompetent cervix, urinary tract infection, dysplasia and cervical laceration. Concomitant products included cilest (ortho tricyclen) since (B)(6) and medroxyprogesterone acetate (depo-provera). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ pain during period"), abdominal pain lower ("cramping / severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue") and anaemia ("anemic") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the genital haemorrhage, uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, vulvovaginal pain, fatigue, weight increased and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient claimed that essure made her period 24-7, cut her uterus and she became anemic. Approximate weight at the time of essure placement was 145 lbs. As per the patient, post essure removal, her symptoms (unspecified) decreased/resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysteroscopy - on an unknown date: bilateral tubal occlusion with essure device.. Ultrasound scan - in august 2013: 10 cm uterus, normal adnexa, ems 6mm. States imaging with mal positioned essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and anemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: new pfs and mr received : patient's weight added. New events added- malposition of essure device location of device: in uterus/ migration of essure device location of device: uterus/perforation (uterus), fatigue, weight gain and anemic were added. Reporters, concomitant conditions and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of coiled wire is seen on the left side within the myometrium'), genital haemorrhage ('heavy bleeding / blood clots / heavy abnormal bleeding/ abnormal bleeding (general)'), uterine perforation ('malposition of essure device location of device: in uterus/ migration of essure device location of device: uterus/perforation (uterus)') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, aborted pregnancy, vaginal discharge and cervical intraepithelial neoplasia ii. In 2001, the patient underwent ltcd surgery. On (B)(6) 2006, during essure insertion it was found that, uterus was under 10 cm with no other abnormalities noted. She was noted to have cervical laceration 8 to 9 position. Previously administered products included for drug allergies: vistaril. Concurrent conditions included uterine bleeding, incompetent cervix, urinary tract infection, dysplasia and cervical laceration. Concomitant products included clonazepam, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2014, medroxyprogesterone acetate (depo-provera) and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and anaemia ("anemic/other ijury(ies) or complication (s)- please describe : anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ pain during period"), abdominal pain lower ("cramping / severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, genital haemorrhage, uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, vulvovaginal pain, fatigue, weight increased and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient claimed that essure made her period 24-7, cut her uterus and she became anemic. Approximate weight at the time of essure placement was 145 lbs. As per the patient, post essure removal, her symptoms (unspecified) decreased/resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: coils were in place. Hysteroscopy - on an unknown date: bilateral tubal occlusion with essure device.. Surgery - on (B)(6) 2014: a second fragment of coiled wire is seen on the left side within the myometrium.. Ultrasound scan - in august 2013: 10 cm uterus, normal adnexa, ems 6mm. States imaging with mal positioned essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and anemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event fallopian tube perforation added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of coiled wire is seen on the left side within the myometrium'), genital haemorrhage ('heavy bleeding / blood clots / heavy abnormal bleeding/ abnormal bleeding (general)'), uterine perforation ('malposition of essure device location of device: in uterus/ migration of essure device location of device: uterus/perforation (uterus) migration of essure device: coil in uterus') and fallopian tube perforation ('fallopian tube perforation') in a 27-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, aborted pregnancy, vaginal discharge and cervical intraepithelial neoplasia ii. In 2001, the patient underwent ltcd surgery. On (B)(6) 2006, during essure insertion it was found that, uterus was under 10 cm with no other abnormalities noted. She was noted to have cervical laceration 8 to 9 position. Previously administered products included for drug allergies: vistaril. Concurrent conditions included uterine bleeding, incompetent cervix, urinary tract infection, dysplasia and cervical laceration. Concomitant products included clonazepam, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2014, medroxyprogesterone acetate (depo-provera) and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain/ pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ pain during period"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), allergy to metals ("allergy: nickel"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and nausea ("nausea"). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and anaemia ("anemic/other injury(ies) or complication (s)- please describe : anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, dysmenorrhoea, abdominal pain lower, vulvovaginal pain, fatigue, weight increased, dyspareunia, allergy to metals, cystitis, urinary tract infection, vaginal infection and nausea outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and anaemia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient claimed that essure made her period 24-7, cut her uterus and she became anemic. Approximate weight at the time of essure placement was 145 lbs. As per the patient, post essure removal, her symptoms (unspecified) decreased/resolved. Malpositioned essure coil noted during surgery. Discrepancy in essure removal date as: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: coils were in place; in (B)(6) 2007: results: total bilateral occlusion. Surgery - on (B)(6) 2014: a second fragment of coiled wire is seen on the left side within the myometrium.. Ultrasound scan - in (B)(6) 2013: 10 cm uterus, normal adnexa, ems 6mm. States imaging with mal positioned essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and mr received: new reporter, patient demographic, lab data updated, essure start date, new event infection (bladder/urinary tract/vaginal), nausea and outcome were added. Event migration of essure device coil in uterus clubbed with previous event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragment of coiled wire is seen on the left side within the myometrium") and genital haemorrhage ("heavy bleeding / blood clots") in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and aborted pregnancy. Previously administered products included for drug allergies: vistaril. Concurrent conditions included uterine bleeding. Concomitant products included cilest (ortho tricyclen) since 2014 and medroxyprogesterone acetate (depo-provera). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on tvus (B)(6)2013 the imaging shows mal positioned essure, although no evidence of malpositioned essure coil noted during surgery on (B)(6)2014.however on surgical path report ((B)(6)2014) a second fragment of coiled wire is seen on the left side within the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: bilateral tubal occlusion with assure device. On (B)(6)2013 tvus (transvaginal ultra sonography) showed 10 cm uterus, normal adnexa, ems 6mm. States imaging with mal positioned essure coil quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragment of coiled wire is seen on the left side within the myometrium") and genital haemorrhage ("heavy bleeding / blood clots / heavy abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and aborted pregnancy. Previously administered products included for drug allergies: vistaril. Concurrent conditions included uterine bleeding. Concomitant products included cilest (ortho tricyclen) since 2014 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("cramping / severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on tvus aug2013 the imaging shows mal positioned essure, although no evidence of malpositioned essure coil noted during surgery on (B)(6) 2014.however on surgical path report ((B)(6) 2014) a second fragment of coiled wire is seen on the left side within the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: bilateral tubal occlusion with assure device. On (B)(6) 2013 tvus (transvaginal ultra sonography) showed 10 cm uterus, normal adnexa, ems 6mm. States imaging with mal positioned essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: summons complaint received. Events "abdominal pain" and "vaginal pain" were added. About (B)(6) 2014, consumer underwent surgery to have essure removed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of coiled wire is seen on the left side within the myometrium'), genital haemorrhage ('heavy bleeding / blood clots / heavy abnormal bleeding/ abnormal bleeding (general)'), uterine perforation ('malposition of essure device location of device: in uterus/ migration of essure device location of device: uterus/perforation (uterus)') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, aborted pregnancy, vaginal discharge and cervical intraepithelial neoplasia ii. In 2001, the patient underwent ltcd surgery. On (B)(6) 2006, during essure insertion it was found that, uterus was under 10 cm with no other abnormalities noted. She was noted to have cervical laceration 8 to 9 position. Previously administered products included for drug allergies: vistaril. Concurrent conditions included uterine bleeding, incompetent cervix, urinary tract infection, dysplasia and cervical laceration. Concomitant products included clonazepam, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2014, medroxyprogesterone acetate (depo-provera) and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and anaemia ("anemic/other ijury(ies) or compllication (s)- please disrcribe : anemia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/ pain during period"), abdominal pain lower ("cramping / severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and allergy to metals ("allergy: nickel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, genital haemorrhage, uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal pain, vulvovaginal pain, fatigue, weight increased, anaemia, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient claimed that essure made her period 24-7, cut her uterus and she became anemic. Approximate weight at the time of essure placement was 145 lbs. As per the patient, post essure removal, her symptoms (unspecified) decreased/resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: coils were in place. Hysteroscopy - on an unknown date: bilateral tubal occlusion with essure device.. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Surgery - on (B)(6) 2014: a second fragment of coiled wire is seen on the left side within the myometrium. Ultrasound scan - in (B)(6) 2013: 10 cm uterus, normal adnexa, ems 6mm. States imaging with mal positioned essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : following events were added : dyspareunia, nickel allergy.reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / blood clots") and device breakage ("fragment of coiled wire is seen on the left side within the myometrium") in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and aborted pregnancy. Previously administered products included for drug allergies: vistaril. Concurrent conditions included uterine bleeding. Concomitant products included cilest (ortho tricyclen) since 2014 and medroxyprogesterone acetate (depo-provera). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on tvus aug2013 the imaging shows mal positioned essure, although no evidence of malpositioned essure coil noted during surgery on (B)(6)2014.however on surgical path report ((B)(6)2014) a second fragment of coiled wire is seen on the left side within the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: bilateral tubal occlusion with assure device. On aug-2013 tvus (transvaginal ultra sonography) showed 10 cm uterus, normal adnexa, ems 6mm. States imaging with mal positioned essure coil most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical drug, historical condition and concomitant disease were added. Essure indication and lot number added. New events abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea (cramping) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/blood clots") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-nov-2017: after coding review, the event term blood clot was merged with the event genital bleeding (the event thrombolysis was deleted). Essure model amended to essure 205. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / blood clots") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2017: after coding review, the event term blood clot was merged with the event genital bleeding (the event thrombolysis was deleted). Essure model amended to essure 205. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.